Event description:
Additional information was received that when the mass was identified on (B)(6) 2023, outpatient management was continued as there was a possibility of natural healing. However, at the outpatient clinic in (B)(6) 2023, a decision was made to admit the patient. From the cultures resident bacteria of staphylococcus aureus was confirmed. Other than the negative pressure wound therapy, antibiotic administration was performed, the patient was under hospital management and was planned to continue with the antibiotic administration.

Manufacturer narrative:
E1: reporter email was not available. Pump exchange was captured under MFR # 2916596-2023-00181. Related MFR # 2916596-2023-05194. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump replacement was reported under MFR# MDR (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a subcutaneous mass was formed under the left precordial and thoracotomy wounds when the pump was replaced. The event was not thought to be related to the device as it was not a heartmate 3 specific complication. On (B)(6) 2023, the patient was hospitalized and an open wound lavage and negative pressure wound therapy was performed. The patient was discharged on (B)(6) 2023.